Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 on a nasal sample. Repeat testing was not performed. Confirmation testing was not performed. Consumer performed an antigen self-test with a different brand on (B)(6) 2024 and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 228576 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 228576 and test base part number 195-430h / lot 224827. The lot met the required release specifications. A review of the complaints reported false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 228576 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6)2024 on a nasal sample. Repeat testing was not performed. Confirmation testing was not performed. Consumer performed an antigen self-test with a different brand on (B)(6)2024 and generated a negative result. No additional patient information, including treatment and outcome, was provided.